Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed along with leak testing, clear passage test, clamp function test and device-device interaction testing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cassette had leaked. This occurred during priming, before the patient was connected. It was stated that the supply line with the red clamp was leaking, but the exact location could not be determined. The patient started over with new supplies to continue therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.